Manufacturer narrative:
Returned device was received in damaged physical condition. The case was damaged and the front panel is warped. During the evaluation of the device, the issue was able to be replicated. The user interface was not showing properly caused by the damaged electrical chassis. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device gave a "low pressure" alarm during testing. The user could not find any leaking components. No patient involvement.